Event description:
It is reported in the intimation of claim that the complainant underwent a gynecological procedure in (B)(6) 2006 and a mesh was implanted. No further details relating to the nature of the complaint have been provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.